Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device replacement procedure, after the left ventricular (lv) lead reached the target position, it dislodged repeatedly. The physician gave up implanted the lv lead. No patient complications have been reported as a result of this event.